Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure on (B)(6) 2012. According to the complainant, during the procedure the clip would not immediately release from the catheter. It released and stayed attached to the target site after several attempts of actuating the handle. There were no patient complications as a result of this event. The patient condition was reported as okay post procedure.

Manufacturer narrative:
(B)(4) the reported event of clip failed to separate from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly fully deployed and not returned. Additionally, a kink was present in the control wire and the coil was bent near the handle. The reported event of clip difficult to release was not able to be verified. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure on (B)(6) 2012. According to the complainant, during the procedure the clip would not immediately release from the catheter. It released and stayed attached to the target site after several attempts of actuating the handle. There were no patient complications as a result of this event. The patient condition was reported as okay post procedure.